Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The stent came off the balloon when it was introduced into the 7fr introducer sheath.

Manufacturer narrative:
Engineering evaluation: the device in question was received and examined. The stent was in place on the balloon and had been dislodged in the distal direction. The crimped stent diameter was measured and was 2.2 mm. This diameter is indicative of a properly crimped stent and matches the data of the other properly crimped devices from the same lot as indicated on the quality inspection data sheets. The returned device balloon surface was evaluated to determine if the stent was crimped properly during manufacturing, when the stent is crimped on to the folded balloon the stent frame leaves impressions of the stent frame on the surface of the balloon. The impressions indicate if the stent was properly crimped on to the balloon. The crimped stent impressions were clearly visible indicating that the stent was properly crimped during manufacturing. A full review of the catheter lot history records for the devices in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8 atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12 atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12 atm). Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. An in-process inspection is conducted in addition to ensure the stent retention of the lot is adequate. The specification is that the stent must not dislodge at less than 5.5 newton's. The data generated for this lot of catheters indicates that the minimum dislodgement value was 11.1 newton's, well above the 5.5 newton minimum requirement. The introducer sheath used in the case was not returned. If the sheath had been returned it would have been inspected for kinking or damage that may have hindered the ability of the catheter to be advanced further. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the lot of stent delivery systems in question. Clinical evaluation: treatment options for complex aortic aneurysms include medical management, open surgery and catheter-based endovascular repair. Many patients are not candidates for an open repair and endovascular repair provides them with a reasonable alternative treatment option. Endovascular repair is a minimally invasive procedure and when performed to repair a complex aortic aneurysm, it is known as a fevar, or fenestrated endovascular aortic repair. Because an aneurysm involves the major vessels that arise out of the aorta to feed the kidneys, intestines, legs and liver, these stent grafts could block blood flow to these organs. Therefore a fenestrated endo-graft is used. These grafts have openings (fenestrations) that align with the arteries branching off the aorta. Smaller stents are placed through the fenestrations, into the aortic branches, allowing blood flow to continue to the organs and limbs. There are several possibilities that can cause stent dislodgement including, but not limited, to an incorrectly sized sheath for the product, overuse of the sheath during the procedure causing failure of the hemostatic valve and a hemostatic valve that is too tight or was not placed with the obturator that was provided. The instructions for use (IFU) state that, "special care must be taken not to handle or in any way disrupt the placement of the stent on the balloon." The IFU advises that stent migration is a potential adverse event and to not remove, reposition or hand crimp the stent. If personnel at the table were unfamiliar with the device and attempted to hand crimp or manipulate the product in any way prior to use, it could interrupt the integrity of the stent. If the sheath was too small the delivery catheter would be tight passing through it and could dislodge the stent. If the sheath was inserted without the use of the enclosed obturator the hemostatic valve was potentially too tight for a first pass with the stent. Insufficient stent securement during access through the sheath may lead to the need for removal of the stent delivery system. This event may be associated with a delay in treatment as well as the need for additional medical intervention.